Manufacturer narrative:
Manufacturer ref#: (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device remains implanted; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 9320826 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by a healthcare professional, during an endovascular embolization, the delivery guide wire of a an enterprise2 4mmx23mm intracranial stent (encr402312, 9320826) was found to be broken. Which occurred about 5 millimeters from the proximal marker, resulting in incomplete good coverage of the target site after stent release. The procedure was prolonged for approximately 10 minutes. Additional event information received on 07-may-2025 indicated that the target vessel was the c7 segment of the internal carotid artery. Another stent was not used to complete the coverage of the target site. A prowler select plus microcatheter was used (606s255x, lot unknown) there was no resistance during advancement of stent through the microcatheter. A continuous flush was maintained through the microcatheter during the procedure. The delivery wire was not reshaped prior to use. The stent had been retracted/recaptured prior to the final release for implantation. The selected enterprise¿s length was at least 10mm longer than the aneurysm neck to maintain a minimum of 5mm on either side of the aneurysm neck. There was no evidence of obstructed blood flow due to the event. The 10-minute procedure prolongation did not result in any patient adverse consequence. The 10 minutes prolongation was used to pull out the broken delivery wire. The procedure was successfully completed after the broken section was removed.